Event description:
Subsequent to the initial MDR, a correction is requierd.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. It was indicated that the patient was under 2 years old, which is off-label usage of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.